Event description:
It was reported that a revision surgery was performed in the right hip due to recurrent instability, secondary to right hip with altr as a consequence of trunnionosis of the femoral component. Liner, cup, stem and femoral head were removed.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. The pictures provided were reviewed and the dislocation was confirmed. The clinical/medical investigation concluded that, the clinical information provided, of the altr (adverse local tissue reaction) due to trunnionosis of the femoral component may be the root cause of the tissue necrosis, dislocations and the revision. Trunnionosis is a known complication of hip surgeries, it is a type of corrosion and wear at the head-neck taper junction of the femoral implant, and it can be a slow and silent. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.